Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Cylinders only placed on patients right side. Left side was too scarred.